Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions. Without the device to analyze, a cause for the reported premature activation could not determined. The reported surgical procedure and removal of foreign body were a result of case specific circumstances as a vascular surgeon performed a cut down procedure to retrieve the prematurely activated clip from the groin area. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that the premature clip deployment occurred before grasping. They opened the clip in the left atrium to begin final manipulation. At this point, the clip became disengaged from the cds. No additional information was provided.

Manufacturer narrative:
The device is retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first mitraclip device referenced in filed under a separate medwatch report number.na

Event description:
This will be filed to report premature clip deployment causing a single leaflet device attachment of an implanted clip and requiring medical intervention to remove the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0701-ntw, 00723u172) was advanced to the mitral valve and the clip was implanted successfully without issue. A second cds (cds0701-nt, 00730u192) was advanced to further reduce mr. The cds was steered down and grasping was performed. However, the clip prematurely deployed, and remained attached to the gripper line and lock line. The clip was flailing with every heartbeat and came in contact with the first clip implanted causing a single leaflet device attachment (slda). The first clip detached from the anterior leaflet. The second cds with the inverted clip was able to be retrieved up to the steerable guide catheter (sgc) tip. The complete mitraclip system was pulled back to the groin area and a vascular surgeon performed a cut down procedure to remove the clip. The procedure was aborted with one clip implanted and mr at 4. No additional information was provided.